Event description:
It was reported that during placement of the vena cava filter, only one of the filter legs was deployed. The filter was left in place and a new filter was successfully implanted. The pt condition was reported to be "fine."